Manufacturer narrative:
Age at time of event: 18 years or older. Patient's year of birth: 1928. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient experienced vertigo and trans ischemic attack. In (B)(6) 2016, during a laa closure procedure a 21mm watchman ® laa closure device & delivery system was implanted with a check pass score of 3. A transesophageal echocardiogram (tee) was performed at the 45 day and 6 month follow-up the device was in optimal position with a complete seal, there was no leaks, no gap, no thrombus on the device so the physician followed the recommended medication regimen. About a year later the patient presented to the emergency room (ER) with a trans-ischemic attack (tia), vertigo and when he was walking he felt like he was swinging towards the left.. At the time of the tia the patient was on an 81mg aspirin. The patient remained at the hospital overnight for observation. Their symptoms resolved within 24 hours and had no other neurological symptoms. The patients aspirin dose was also increased to 325mg. In (B)(6) 2017, a tee was performed and the device looked fine and no thrombus was present. No further patient complications were reported and the patients status was fine with no residual effects.